Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6), 2021, the patient underwent surgery for reverse oblique type fractures of proximal femur. Since it was an unstable fracture, the patient had been left with no load after the surgery, but internal inversion pseudoarthrosis occurred. On (B)(6), 2022, the revision surgery was performed. In the revision surgery, all the implants used in the initial surgery were removed and a bipolar hip arthroplasty (bha) was performed with the non-synthes products. The revision surgery was completed successfully with no problems. Regarding the cause of nonunion, the surgeon commented that it was caused by insufficient fixation of the fracture site. This report is for a fenestrated screw. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4 device history: manufacturing location: elmira ¿ packaged, labeled, sterilized and released by: monument. Manufacturing date: 26-aug-2021 expiration date: 01-aug-2031 part number: 04.038.185s, tfna fenestrated screw 85mm -sterile lot number: 346p214 (sterile) lot quantity: 48 note: component part manufactured by elmira; lot number 303p897. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and was determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 20512 supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.